Event description:
It was reported that a case of externalized conductors was observed on the lead. The lead was explanted. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was noted at 55.5-57.0cm from the connector pin. The etfe coating was intact at this location.